Manufacturer narrative:
The device was returned and the phenomenon was unable to be duplicated during inspection. The evaluation revealed: - chip inside c-cover (plastic distal end cover) at the channel, a-rubber (bending section rubber) glue lifting and missing, ccd (charge-coupled device) shrink tube cut, control body has minor scratches, customer label on control body. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing, the device failed leak test, brown residue in instrument channel, and glue band was chipped around distal tip. This report is being submitted for the failed leak test / foreign material within the instrument channel. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the biopsy channel was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: "1.4 warnings and cautions: all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.